Event description:
Customer's wife reports that customer was hospitalized due to diabetic ulcer. Customer was advised by healthcare provider that insulin pump needs to be replaced even though problem was solved through troubleshooting with nurse. Details of hospitalization not provided. Insulin pump would be replaced. No further information provided.

Manufacturer narrative:
Pump passed all functional testing including the displacement, rewind, basic occlusion, occlusion, prime a33 and excessive no delivery test. No excessive no delivery alarm noted. Pump received with cracked reservoir tube lip and scratched lcd window. (B)(4).